Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported an incomplete flap with a slight tear in the patient's left eye post laser assisted corneal flap procedure. The surgeon converted to a manual procedure and completed treatment with the excimer laser. Reporter noted he was able to position the flap down without difficulty. No pachymetry was done in surgery. Additional information was received from the site coordinator. No patient harm was reported. No further information is expected.

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported a slight tear on the flaps edge occurred at the 9:00 position while attempting to lift the flap.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. The manufacturer internal reference number is: (B)(4).